Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient fell 2 days ago in the house and had been having trouble charging since then. She was then finally able to get it charged. She had an appointment today with her family doctor and they might be taking x-rays to see if she broke or bruised her ribs. The patient requested compatibility guidelines for x-rays and she was recommended to ask her physician if x-rays should be taken. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported three months later that the patient fell down some stairs and hit the battery pocket side on every stair. The battery moved from the fall. The patient had difficulty charging and the battery would overheat whenever she would try to charge it; she would get the high temp symbol on the recharger. The patient was concerned the battery was damaged from the fall. Impedance testing was done. The company representative was unable to run an impedance pre-op prior to surgery because the battery had been discharged. An impedance check was ran on the lead intra-op and all electrodes were within normal limits. No further testing was done on the battery because it had been discharge. The patient didn¿t bring her recharger with to surgery. The ins was replaced. The patient was doing fine immediately following surgery, her post-op appointment is in (B)(6).

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final device analysis revealed no significant anomalies; the device was functionally ok.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there were communication and coupling issues. Antenna locate feature was performed and the product issue was resolved. It was determined that the patient's implantable neurostimulator (ins) was in on an angle. The patient fell, not related to the device, in november. The ins moved "up" bit. No patient symptoms were reported and the patient was alive with no injury at the time of this report. No outcome was reported regarding this event. Further follow-up is still being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient fell 1 month ago. When she fell she landed on her battery, causing the battery to now ¿stick out more,¿ and there was pain and tenderness at the device pocket site after failing onto it. When she charged the heat indicator on the recharger turned on and charging was more difficult than it used to be. The plan was for the patient to make an appointment at the healthcare provider (hcp) office and have a manufacturing representative present to troubleshoot the recharger. This appointment had not been scheduled at this time. The patient was alive with no injury at the time of this report. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.